Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case with keypad due to an unresponsive "system on" key. Performed pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/26/2019 to present date 12/29/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6200288299 for out of specification/ watchdog, which does not correlate to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.

Event description:
It was reported that there was an issue with the keypad. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was an issue with the keypad. There was no patient involvement.